Manufacturer narrative:
Conclusion: replaced the jack per the customer request.

Event description:
It was reported via repair work order that the customer alleged that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.